Event description:
The ins has not worked since (B)(6). The patient stated ¿my ex and I had a big fight. It just got broken. It just kind of electrocutes me basically all over¿. The patient turned the ins off and it has been off for about 3 months. The patient did get her ins to charge up and she turned it on for about 1 week but could not handle it, so she turned it off. The patient spoke to a company representative and was told she could possibly meet to have the ins reprogrammed without getting it removed. A new doctor was needed because the patient relocated. Additional information has been requested.

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.